Event description:
It was reported that the implantable cardiac monitor (icm) detected noise during a magnetic resonance imaging (MRI) scan. The icm remains in use. No patient complications have been reported as a result of this event.